Manufacturer narrative:
The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. A photograph was attached for evaluation. According to the photograph the issue was observed; there was a hub detachment. Although the exact root cause could not be determined, two potential root causes were identified. The first potential root cause indicates that this issue could occur due to inadequate use of the procedure if the instructions of use are not followed. For example, if the tube was not filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the instructions for use (IFU) for the proper procedure for insertion of the feeding tube and extraction of the stylet. For stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The second potential root cause for the stylet disassembly could occur due an incorrect set-up of the pistons of the machine during manufacturing. As part of continuous improvements, an adjustment was made to the pistons. This action is designed to prevent the reoccurrence of the reported defective condition. No further actions are needed at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The narrative text in the previous report was sent in error. The correct text is below: samples were not received for the investigation. A device history record review could not be performed because the lot number provided is not valid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A picture was received; however, the reported condition could not be confirmed based on the photo. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. The method, result and conclusion codes were also corrected in section h6.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported leaking where the purple clip pushes into the feeding pump.